Manufacturer narrative:
(B)(4). Investigation: the sets were not returned for investigation. Reserve samples for this lot were visually examined, and the solution volume and solution composition were tested, with no abnormalities noted. The manufacturing records were reviewed with no issues noted. Hemolysis testing was performed on the cationized and super-cationizated membranes from a typical hemolyzed lot, with hemolysis found. Root cause: a definitive root cause could not be determined. It is possible that the cationization levels of the filters is causing the hemolysis. Hemolysis can also be caused by the following: characteristics of blood, e.g. Red blood cell fragility, bacterial contamination, excessive cooling, filter clogging. Corrective action: an upper limit of the average cationization level has been established and implemented in lots now being manufactured.

Event description:
The customer reported several plasma units that look hemolyzed post-centrifugation. There were seven units total in (B)(6) 2012. The units were filtered for >2 hours. The products were discarded. There was not a transfusion recipient or patient involved at the time of the visual inspection of the plasma, therefore no patient information is reasonably known at the time of the event. No medical intervention was necessary for the donor. The units were discarded. The disposable sets will be returned for evaluation. The customer reported two different lot numbers on which the alleged hemolysis occurred. This report is being filed for lot # 120723kl. Lot # 120604kl is submitted on report # 1722028-2012-00939. The customer included seven donor unit numbers, but did not specify which unit numbers were associated with which lot. The donor unit numbers are: (B)(4). This report is being filed due to alleged hemolysis.

Manufacturer narrative:
(B)(4). The device product code 'ksr' was used due to device name being a required field. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.